Event description:
It was reported that patient presented remotely via merlin.net. It was noted that implantable cardiac defibrillator (ICD) exhibited far r wave over-sensing. No intervention was performed. Patient condition was stable.

Event description:
New information received noted that implantable cardiac defibrillator (ICD) was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported field event of oversensing was not confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.